Event description:
A report was received that the patient will undergo a pocket revision due to the ipg protruding from the pocket area. The ipg was breaking through the skin and causing inflammation at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to the ipg protruding from the pocket area. The ipg was breaking through the skin and causing inflammation at the pocket site.

Manufacturer narrative:
Additional information was received that the patient was explanted as the pain management physician and the infectious disease physician had suspected an infection, however, the explanting physician reported that there was no infection present. The leads were left implanted and the patient was reportedly doing well following the procedure. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.